Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (retained by the facility and not returning. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a perforation and pericardial effusion (pe) occurred. The procedure was cancelled. During a pulmonary vein isolation pulse field ablation procedure, a faradrive steerable sheath was selected for use. During transseptal puncture (tsp) with a non-boston scientific transseptal needle and faradrive sheath, an immediate hemodynamic collapse was observed. The echocardiogram confirmed that the aorta was punctured, the tsp site was too superior. The sheath was left in the aorta and emergency management initiated. The patient was brought to cardiac surgery to repair the aorta. A pericardiocentesis was performed. No ablation was performed. The patient remained hospitalized beyond the standard of care. There were no issues noted with faradrive sheath or in the physician opinion, it was not believed the sheath caused/contributed to patient complication. The patient had surgery and was held beyond standard of care for a pvi. Act was unknown. The patient was discharged to rehabilitation last week.